Event description:
Laparoscopic cholecystectomy - "it was observed that when the surgeon fired the first and second clips, that the trigger became stuck in the fire position and the jaws remained closed on both the duct and artery. The handle sprung back into position and the jaws opened when the trigger was jiggled. Two clips were then fired over the mayo stand. The ca500 was replaced and the case proceeded unremarkably." Patient status: stable.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.